Event description:
The pt experienced a loss of therapeutic effect following a revision. He felt stimulation in his left leg only but expected stimulation in his low back and both legs. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).